Event description:
It was reported the pt's device showed a power on reset condition. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).